Event description:
Patient was implanted on an unknown date with 10 hole lcp condylar plate for femoral fracture of the left leg. It is reported non-union lead to subsequent broken plate. Patient was returned to the o.r. On (B)(6) 2012 for removal of all hardware and revision to 14 hole left lcp condylar plate.

Event description:
Patient was implanted on (B)(6) 2012 with 10 hole lcp condylar plate for femoral fracture of the left leg. It is reported non-union lead to subsequent broken plate. Patient was returned to the or on (B)(6) 2012 for removal of all hardware and revision to 14 hole left lcp condylar plate.

Manufacturer narrative:
Device was used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.